Event description:
It was reported that a patient underwent a cardiac ablation procedure with a preface sheath and when taking the device out of the bag for use, the hemostatic valve felt different from usual, and there was a sense of abnormality (the valve appeared to be loosely secured), causing concern about its fixation. After the physician observed the hemostatic valve several times by visual inspection and physically touching it, they felt uncomfortable with the device. The new preface was used successfully without any sense of abnormality, and the procedure was continued. The procedure was successfully completed. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.manufacturer's reference number: (B)(4).